Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio isolated the issue to the device's system pcb assembly. The device cannot be repaired due to part obsolescence. The device was returned to the customer without being repaired.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not complete the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.